Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 4000 c (311) stand alone system. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. A sample from the first patient initially resulted with a calcium value of 6.01 mmol/l. This sample was repeated on (B)(6) 2021, resulting with a value of 1.95 mmol/l. A sample from the second patient initially resulted with a calcium value of 6.15 mmol/l. A second sample collected from this second patient resulted with a calcium value of 6.04 mmol/l. One of these two samples was repeated, resulting with a value of 2.29 mmol/l. It was asked, but it is not known which of the two samples was used for repeat testing. The calcium reagent lot number was 47460301. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer cleaned and rinsed the entire fluidics system, checked all adjustments, and confirmed the analyzer was running back within specifications. The investigation determined the service actions resolved the issue.